Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. The monitor failed baseline due to broken pulse and sense wires on the belt receptacle. The monitor was able to successfully complete detect and treat testing. The monitor passed essential performance testing. Patient protection was not affected. The root cause of the damaged case is physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.